Manufacturer narrative:
Investigation of the particle is ongoing.

Event description:
The doctor reported at the start of surgery a clear half crescent piece of plastic entered the patient¿s eye. They simply used aspiration to clear the piece from the eye. There was no other issue during the case and the patient was unharmed. The system and hand piece went through the priming and tuning process with no issue. The product will not be returned but the plastic piece is coming back.

Manufacturer narrative:
The initial evaluation has been completed. One cloudy white particle was returned taped to a piece of pink colored paper. The handpiece was not returned. The particle was approximately 2209 microns long by 730 microns wide. This particle was sent to the lab for analysis. The laboratory analysis of the particle indicated it was consistent with pdms or silicone. Pdms is a silicone-based polymer with many variants, used in many applications, including medical devices such as contact lenses. Some components of the bl5115-4 product contain silicone and each of these materials have been shown to be bio-compatible. It cannot be definitively determined that the particle returned from the customer identified as consistent with pdms originated in any of the bl5115-4 components due to many potential sources of this widely used polymer and the limitations of analytical testing. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.